Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose levels. The customer¿s blood glucose level was 23.9 mmol/l. The customer reported that they treated high blood glucose level with manual injections. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump had insulin flow block alarm which was resolved by complete set change. They also reported that the infusion set leaked at the site. The insulin pump will not be returned for analysis.